Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was in freezing temperatures. During troubleshooting with technical support, the customer was instructed to reset the pump to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.